Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-00968. It was reported that death occurred. Patient came in with cardiogenic shock. The totally occluded, eccentric in shape target lesion was located in the non tortuous and moderately calcified left anterior descending (lad) artery. During the procedure, a 2.50x28mm promus element stent and a 2.75x24 promus element stent were implanted to treat the lesion and the procedure was completed. No patient complications were reported and the patient's status was stable. One day post index procedure, the patient died.